Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (loss of prime) issue. It was reported that pump had emitted frequent loss of prime warnings without cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the pump has been evaluated by product analysis on 01/14/2014 with the following findings: during investigation, the pump history was reviewed and showed two ¿loss of prime¿ warnings due to low non-zero force. The unit was primed and exercised for 24 hours successfully with no loss of prime warnings occurring. The force sensor calibration was found to be within specifications. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).